Manufacturer narrative:
Pending investigating. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013, customer states via phone that during a cystogram the fluoro failed. The procedure was completed by moving the pt to another room. No pt info was available except there was no pt injury.